Event description:
The information received from the affiliate states that this patient was presented to the interventional lab for an angioplasty/stenting procedure of an unknown lesion on the right side. The physician used a left femoral approach. The vessel was described as moderately calcified and slightly tortuous. After the physician made access, he inserted a 6fr sheath and let the sheath cross over the bifurcation. There is no information as to if the lesion was pre-dilated. The physician successfully placed the stent at the lesion and while post-dilating the stent, the balloon ruptured soon after applying pressure with an indeflator. The balloon was safely removed form the body and the procedure was completed with another balloon catheter. There was no reported patient inquiry.